Event description:
Additional information was received that this right atrial (ra) lead and pacemaker exhibited oversensing of noise and low pacing impedance measurements of less than 250 ohms. An ra lead insulation breech was suspected. The physician elected to monitor the situation and the patient was prescribed a 24 hour holter monitor to review intrinsic activity. No adverse patient effects were reported.

Manufacturer narrative:
As this lead was surgically abandoned, it will not be returned for analysis and boston scientific crm cannot confirm the clinical observation. There is no additional information related to this event available to the company at this time. If additional information becomes available, this report will be updated as necessary.

Event description:
Additional information was received indicating that this patient's right ventricular (rv) lead caused muscle stimulation while pacing. A revision procedure was done and the patient's old system was taken out-of-service due to the previously reported product experiences. No lead damage was noted when both leads were visualized via fluoroscopic imaging. The pacemaker was explanted and the ra and rv leads were surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead and pacemaker exhibited oversensing and high out of range impedance measurements. Additional information was received that the lead was reprogrammed. No adverse patient effects were reported.